Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the powered stapler was able to fire one successful reload. On the second firing, while being applied to the greater curvature of the stomach, upon reloading, the stapler indicated all green and ready to fire. They clamped on tissue and went into fire mode. When starting the fire, there was a rapid noise that went very quick, but the anvil did not move forward. The stapler acted as though it had been fired and the jaws were able to be opened. When they inspected where the staple line should be, there were no staples or tissue cut. However, the stapler indicated that the reload had been used. They called for an additional adapter to substitute and this solved the issue. The surgical time was extended by more than 30 minutes due to the product problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.